Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella 5.5 device was inserted via the right axillary artery in a 70-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), scai shock stage d, with a history of renal insufficiency. A foley catheter was placed after the 5.5 was inserted in the or, and urine was noted to be dark red. Echocardiography showed the pump was in good position. Prior to the 5.5, a cp was running at p9 for a couple of hours before being removed to place the 5.5. The patient remained on support. Hematuria may occur in the setting of purge-related anticoagulation requirements and may be influenced by patient-specific factors such as underlying cardiogenic shock, renal dysfunction and critical illness.

Manufacturer narrative:
Section d4 catalog number was corrected.

Manufacturer narrative:
D6b. Explantation day, month and year added. D4. Serial and primary UDI number corrected.

Manufacturer narrative:
Added: b2, d3, h6 (health effect - impact code). Corrected: h1 (type of reportable event). Pdi (hematuria): the cause of the injury was not determined due to insufficient clinical details.